Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had 3 defective trackers (green, grey, orange). No patient was present at the time of the event.

Manufacturer narrative:
The tracker was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned tracker was well worn but accepts known good instruments without issue. With markers attached and fully seated, the tracker displays good geometry and divot error readings with normal tracking. No problem found. If information is provided in the future, a supplemental report will be issued.